Manufacturer narrative:
Device evaluation & resolution and disposition - device evaluation: the motor controller (mc) board was returned to the v60 vent manufacturing facility for evaluation. No signs of damage or contamination were found during visual inspection. The returned mc board was installed in a test ventilator in an attempt to replicate the described failure. Pressure accuracy performance verification test was performed and passed. The ventilator was run for 2 hours without any errors showing up. No failure was found. Resolution and disposition: the reported vent inop alarm of machine and proximal pressure sensors failed could not be duplicated. Therefore, the root cause could not be identified.

Event description:
The customer reported the device displayed occurrence of a vent inop alarm of machine and proximal pressure sensors failed. There was no patient involvement.

Event description:
The device was being used on a patient at the time the issue was discovered. There was no patient or user harmed.

Manufacturer narrative:
Device evaluation: the v60 ventilator was returned to the manufacturing for evaluation. Visual inspection did not identify any signs of damage or contamination. The vent was tested delivered breaths for the duration of the testing without any errors showing and no failure found. However, this was expected since the manufacturer's field service engineer had replaced the mc board and the da board at the customer's site and the vent was working after the repair. Additionally, the previously exchanged mc board had already been received and tested at the v60 vent manufacturing facility and no errors or faults were found. Resolution and disposition: testing of the unit and the replaced motor controller board did not duplicate any vent inop occurrence.

Event description:
The customer reported the device displayed occurrence of a vent inop alarm of machine and proximal pressure sensors failed. The device was being used on a patient at the time the issue was discovered. There was no patient or user harmed.